Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, kiel germany suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The tip of the screwdriver is damaged. This event did not occur during a surgical procedure.